Event description:
We currently use the alaris smartsite extension set used in conjunction with the alaris smartsite positive bolus needle-free valve. Several incidents have been reported where the product is noted to be leaking between the extension set hub and the needle-free valve. Closer examination revealed a crack in the hub of the extension set. The most recent event was noted while a patient was being repositioned from prone to supine. As the patient was turned, blood was noted on the patient and bedding. A crack in the extension set had allowed for blood to back up in the tubing.manufacturer response (as per reporter) for connection lock, smartsite positive bolus needle-free valvecarefusion has been made aware of this situation. Our facility has also provided them with product so they can investigate further. Manufacturer response (as per reporter) for smallbore tubing, smartsite extension setcarefusion has been made aware of this issue. We have also returned the product so they can investigate this issue.

Event description:
We currently use the alaris smartsite extension set used in conjunction with the alaris smartsite positive bolus needle-free valve. Several incidents have been reported where the product is noted to be leaking between the extension set hub and the needle-free valve. Closer examination revealed a crack in the hub of the extension set. The most recent event was noted while a patient was being repositioned from prone to supine. As the patient was turned, blood was noted on the patient and bedding. A crack in the extension set had allowed for blood to back up in the tubing.manufacturer response (as per reporter) for connection lock, smartsite positive bolus needle-free valvecarefusion has been made aware of this situation. Our facility has also provided them with product so they can investigate further. Manufacturer response (as per reporter) for smallbore tubing, smartsite extension setcarefusion has been made aware of this issue. We have also returned the product so they can investigate this issue.